Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Physician confirmed rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ other-medical: unable to observe since it is not related to the device. ¿ cyst(s)-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional additionally reported ¿epidermal inclusion cyst¿, ¿1cm well-defined nodule in anteromedial basal segment of lll (#3/68), probably benign¿, and ¿several low attenuation lesions in both thyroid lobes¿ all not related to the device.